Manufacturer narrative:
Date of post-operative event is unknown, but was discovered on or around (B)(6) 2015. This report is for one (1) unknown plate. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an unknown cortical screw loosened post-operatively resulting in an early implant removal. The issue was discovered on or around (B)(6) 2015. The original implant and ultimate explant dates are unknown. This report is for one (1) unknown plate. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the plate and screws were implanted on (B)(6) 2013. It was explanted on (B)(6) 2014 after osseous consolidation based on unexplained pain in the metacarpal, which seemed completely resolved after removal of material.